Event description:
(B)(4). Event occurred in (B)(6). It was reported that, the infusion set's tubing detached at the quick release. The patient observed insulin came out of the tubing about six hours after the set was changed. This issue occurred with 10 sets. No further information available.